Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report, no electrical anomalies were found. Analysis did find that the upper case, lower case, both bail covers, lead flex cover and battery drawer were broken, the battery contacts were compressed, both bails were missing and the keyboard was contaminated.

Event description:
It was reported the device would not complete the self test. The device was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.